Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that each had signs of clinical usage. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stayed actuated inside the patient's leg. Staff immediately turned off the device and pulled it out from the patient's leg. They switched to a new hemopro using the original cable and the procedure was complete. The hospital did not report any patient complications.